Event description:
It was reported the patient was playing hockey when patient developed chest pain, was diagnosed with a myocardial infarction (mi), and underwent a stent placement in the right coronary artery (rca). A 6f scimed sheath was used for the diagnostic procedure and was sized up to a 7f scimed sheath for the interventional procedure. A pre-deployment angiogram was performed prior to the angio-seal deployment. Hemostasis was achieved following deployment; a femostop was applied. When the staff removed the surgical drape, they noted the right leg exhibited ischemic symptoms and pedal pulse were absent. The patient underwent surgery, where the angio-seal device was removed and the artery was repaired. Upon review of the operative notes the director, it was revealed the artery was lacerated on the lateral side at the angio-seal site. There was significant occlusive plaque at the puncture site. The patient's health continued to decline. Patient developed compartment syndrome, underwent a below the knee amputation (bka), and developed necrotizing fascitis on the upper right leg. Patient developed an ischemic bowel, underwent a colectomy and had a colostomy placed. The patient then developed disseminated intravascular coagualation and (dic) and renal failure.